Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was 500 mg/dl. The customer administered a corrective injection for the elevated bg. The customer changed the infusion set and cartridge to address the issue.